Manufacturer narrative:
The cartridge has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in response to touch. Reportedly, the touchscreen was responsive. Additionally, it was reported that the customer experienced resistance when filling a cartridge. The customer reinserted the needle and successfully filled the cartridge. The customer's blood glucose level was 103 mg/dl.